Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer obtain syringes and insulin to use while waiting for alarm to clear. Customer loaded a new cartridge. Altitude alarm cleared and insulin delivery was resumed. Customer's blood glucose (bg) was 90-91 mg/dl and after alarm cleared, bg was 136 mg/dl.